Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display and a cracked battery compartment. This report is made based on the results of an investigation completed on 12/22/2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/22/14 with the following findings: time and date reset to default after battery change on 10/23/2014 confirmed in history and duplicated in testing. Corrosion was found underneath the internal battery, the battery compartment was cracked along the side from threads to seal case, battery cap is damaged/stripped, and display is dim/fading/reddish.